Manufacturer narrative:
Cmpl- (B)(4). Describe event or problem - additional information device availability - additional information. Date received by manufacturer. Report type ¿ updated/follow-up. Additional information/device evaluation. Device evaluated by manufacturer - additional information. Event problem and evaluation codes - additional information.

Event description:
Patient reported signal loss over 1 hour.